Manufacturer narrative:
Field service engineer verified proper operation of the injector system per service checklist. No problems noted. Injector was returned to full service by the customer.

Event description:
On 12/17: customer reports via phone, (B)(6) female having a CT chest/abd/pelvis with contrast. IV access; rt ac with 20 ga angiocath. Cms coiled tubing connected to the IV contrast syringe, connected to IV access device with an icumed microclave needleless device. Customer indicates this device is rated for CT pressure injections. Injection protocol of 2 ml/sec for 95 ml volume, optiray 350 100 ml prefilled syringe. Staff reports 95 ml of contrast infiltrated into pt right arm above the ac. Affected area was red and swollen, treated with hot and cold pak for approximately ten minutes. Evaluated by radiologist and pt returned to hosp room. On 12/20: pm f/u: ICU nursing staff reports the arm looks fine, no swelling, puffiness or discolor. Infiltration site is resolving.